Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found the laser fiber of the laser indirect ophthalmoscope (lio) was not transmitting power properly. The laser fiber of the lio would need to be replaced. The company service representative performed calibration. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the laser fiber of the laser indirect ophthalmoscope (lio). However, the pure point system itself was found to meet specifications. Company manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported there was a laser output energy issue during a photocoagulation procedure. By increasing the laser power, he was able to complete the procedure. There was no patient impact.